Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message. The customer switched to the central lumen for monitoring arterial line and pressure. It was noted that the patient had recently arrived to the cardiovascular intensive care unit (cvicu) from the operating room (or). The insertion was reported to be axillary, which is not the method described in the device instructions for use. The blood pressure was in the 70s/40s and the augmentation was in the 40s and 50s. The getinge representative began to troubleshoot. The augmentation was in the low 50s, and the augmentation alarm was at 60. The customer stated they turned the augmentation control down due to the console generating a low augmentation alarm. They had the augmentation control on the lowest setting at 1 bar. They were advised that it needs to be at least at 50 percent or halfway. They were instructed in the difference in the augmentation control and the alarm and turned the augmentation back to max. The augmentation only improved into the 60s at this point. The iab pressure waveform shows a "chair" appearance and looks normal. The iab status bar shows full inflation. Other than the low augmentation, there are no other alarms present on the console. The helium tubing was clear and without blood or kinks. Connections were secure. The arterial line on the console was very poor, with no visible landmarks. The customer confirmed that they were able to aspirate and flush. A bedside arterial line from a radial artery had a much better looking waveform so it was suggested to move this arterial line to the console. They were unsure about doing this and asked to call me back. Upon follow up 30 minutes later, the customer was waiting for a physician to look at the console but they still had not switched the arterial line and the waveform looked no better. It was again suggested to consider switching arterial lines and consider a chest film. They agreed and a film had been ordered. They stated the patient was fine, and could be heard talking casually in the background. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).